Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 3.0mm, was used to treat a long segment of disease in a patient's proximal-mid lad. Prior to this, an endeavor sprint rx 2.5x30mm stent (MFR report# 2953200-2010-00354) had been implanted at the lesion. It was reported that a micro-perforation occurred during the procedure. The two stents were overlapping and post-dilated with the delivery balloon. Following the direct stenting of the lesion and post dilation, a vessel perforation was observed. It was reported that the physician "ballooned" the area until it sealed. The patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Intervention required. Results: long segment of disease; perforation; failure to pre-dilate, post-dilated with the delivery balloon. Conclusion: long segment of disease; failure to pre-dilate, post-dilated with the delivery balloon.